Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that there were multiple low voltae advisories and the pt wasn't getting any audible alarms. The battery clips had been exchanged previously and the low voltage advisories continued. The messages were when te pt was connected to batteries. However, there was a pump stop while the pt was connected to the power module. The system controller and power module pt cable were exchanged.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.